Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date and name of the index surgical procedure? The diagnosis and indication for the index surgical procedure? What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Why did the surgeon use the suture if they realized it was defective? Were 4 sutures involved in the reported event? Were 4 sutures removed from the patient? What were current symptoms following the index surgical procedure? Onset date? Date ¿ time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Date the suture was removed? What was the appearance of the suture during reoperation? Other relevant patient history / concomitant medications. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the connection between needle and suture was found unsmooth and fraying. The surgeon used it as it is. However after operation, the patient had infection around wound stitch with vesicles and abscesses. Then the surgeon removed the suture. It was opined that the customer suspected the infection has relation to suture. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional: four unopened samples of product code (B)(4), lot # lpm699 were returned for analysis. The issue sample was not received for evaluation. Four representative samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). All packets were opened and during the visual inspection the needle/suture was correctly placed on the winding formers. The sutures were dispensed without problems and examined along of the strand and no defects or damage or fraying sutures were observed. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? Unk date and name of the index surgical procedure? Unk the diagnosis and indication for the index surgical procedure? Unk what tissue location of the placement of suture? Maybe skin what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal why did the surgeon use the suture if they realized it was defective? Because they found suture unsmooth during using and thought it is just appearance issue, it is used as it is to save time, as j&j sutures sometimes is unsmooth were 4 sutures involved in the reported event? No, 4 sutures are representative samples with same lot were 4 sutures removed from the patient? Na what were current symptoms following the index surgical procedure? Onset date? Stable date ¿ time of onset of infection from the surgical procedure?unk were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk were cultures performed? Results? Unk date the suture was removed? Unk what was the appearance of the suture during reoperation? Unk other relevant patient history / concomitant medications unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? Suture what is the patient¿s current status? Stable